Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lump.

Event description:
Patient reported a lump and discomfort in right breast. They are concerned for their "health and well-being having these implants" which "are on your recall list". The patient's general practice physician further detected what they believe to be fluid on the right breast. The device remains implanted.